Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion had unknowingly pulled out and was disconnected the entire day causing customer to have high blood glucose. Customer's blood glucose was 500 mg/dl. Customer did not use lotions and did not perspire heavily. Troubleshooting was performed and customer was given recommendations. Customer was advised that reservoir and infusion sets would be replaced.